Event description:
Procedure type: lap gastric bypass. According to the reporter: needle was sticking when exchanging and then it fell out. No pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).